Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that he was having issues with his sensor. The customer's blood glucose level was 50 mg/dl. The customer states that he received a bad sensor alert after a second consecutive calibration error. We discussed with the customer the importance of timing calibrations and the correct protocol. We advised the customer to change out the sensor. No further information was reported.